Manufacturer narrative:
(B)(4). F/u report will be filed if add'l info becomes available.

Event description:
It was reported that while in the cath lab, the intra-aortic balloon (iab) was prepped; connected the one way valve "tight enough and pulled a vacuum." The md used the pre-dilator in the pts' left femoral artery. The hydrocoating was activated and the md rotated the iab clockwise while inserting it into the pts' left femoral artery. The insertion was not possible because the balloon began to unwrap at the proximal end. As a result, the iab was not inserted. The md decided not to insert another iab after this incident. There was no reported pt death or injury. Medical/surgical intervention was not required. The iab therapy was interrupted; however, there was no reported harm to the pt. There were no reported pt complications and the pt outcome is ok.